Manufacturer narrative:
The patient¿s age was not provided. The referenced previously reported low flow alarms and pump stoppages were reported under medwatch MFR report # 2916596-2017-02178. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. The power module is not a single use device. Approximate age of the device is 7 years (calculated from the manufacture date of the power module). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was previously reported that low flow alarms and pump stoppages occurred during power module support on (B)(6) 2017. The patient was asymptomatic. On (B)(6) 2017, clarification was provided indicating that when a system controller exchange was attempted, the pump was unable to be restarted due to a voltage supply issue with the power module, resulting in the inability to select the pump start button on the system monitor touchscreen.